Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the issue and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The erbe was analyzed and found to have c-00 and m-1c errors present in the log. Failure analysis confirmed and reproduced the reported failure of "u-02 error hard fault on startup". During visual inspection, a bad painting on the side was found. The complaint regarding repeated errors on the erbe was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) had repeated errors after the start of the procedure; however, the surgeon was able to continue with the procedure robotically without replacing the esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were encountering repeated errors on the erbe generator. The onsite logs reflected repeated c-01 errors. The customer encountered the issue with the top and bottom monopolar port and continued having issues with a new monopolar cable, a new monopolar curved scissors (mcs), and after power cycling the erbe. The customer explained they had ensured the power cord was seated to its own power source with no change. The isi tse explained an energy activation cable could be used to connect from the covidien force triad generator to the personality module energy device (pmed) module on the xi core. The customer was unable to locate the energy activation cable while on the line with the isi tse. The isi tse recommended the customer verify the erbe power cord was connected directly to a power source. The customer found the patient side cart (psc) was connected to an extension cord. The customer removed the extension cord and connected it directly to an ac outlet and the error did not present. The customer was proceeding with the procedure. The customer would like the isi field service engineer (fse) to follow up and verify the issue does not persist. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred during a prostatectomy procedure. The customer had already finished the case and was not using energy at the time when the erbe errored out and couldn't be recovered. The customer stated that the patient had already reached hemostasis and the surgeon was sewing closed the patient. The surgeon was informed that the state of the system wouldn't be able to be recovered, so they decided to bring in a different vision side cart (vsc) for the other procedures for the day until the isi field service engineer (fse) was able to replace the erbe. The same erbe and system were used to complete the procedure robotically with no patient injury. No images are available.